Event description:
A 23-month old child who was with her mother was visiting a patient. The child opened the flip closure of the sharps container and stuck her hand into the unit. She sustained a needle stick from a contaminated needle. Child was treated medically and will have follow-up testing. Concern - product advertised as being child proofdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.